Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing led to inappropriate atrial tachy response (atr). Programming options were performed. Currently, this product remains in service and no adverse patient effects were reported.